Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6), USA. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that on a s5 system the roller head angle shaft encoder is not working during set-up. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) initially reported that the reported malfunction is related to a s5 system. This information was incorrect. The reported issue is related to a s5 roller pump. Livanova (B)(4) received additional information confirming that the reported issue could be solved with technical support over phone. During the call the biomed on side identified that a connector on the front panel was found to be loose. The biomed corrected the connection to resolve the reported issue. However it could not be determined how the connection became loose. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.